Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor was connected in the dexcom app but failed to pair with the ilet, resulting in intermittent communication failure; after guidance to toggle settings and re-pair the sensor, pairing was achieved, indicating an issue localized to ilet pairing with involvement of the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure and implicating the electrical/magnetic antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.